Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was also noted that the right ventricular (rv) lead exhibited high impedance and no capture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.